Manufacturer narrative:
Product ID: 309328, lot# 0209084449, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of symptoms and pelvic and buttock pain due to stimulation on (B)(6) 2015. The cause was unknown. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015. The issue was resolved at the time of this report. The event was assessed as not serious, not related to the procedure, and related to stimulation. The patient was alive with no injury. The patient's medical history includes functional incontinence since 1993.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0209084449, implanted: (B)(6) 2015, product type lead.

Event description:
Additional information received reported that it was not related to the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0209084449 serial# implanted: (B)(6) 2015 explanted: product type lead correction to h6: fdd (B)(4) no longer applies. (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.